Event description:
It was reported that a patient underwent a breast surgical procedure on (B)(6) 2011 and a drain was placed. During the procedure, the nurse tried to remove the trocar cap, but she couldn¿t. Then, the surgeon tried to remove it and was injured by the trocar. There was no adverse patient consequences reported. Additional information regarding the surgeon has been requested.

Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The surgeon pushed the trocar tip into the cap by accident and got injured while struggling to remove the cap from the trocar. The current condition of the surgeon was reported as stable.